Manufacturer narrative:
Concomitant: c4tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient came to the clinic due to chest pain and shortness of breath. It was noted that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.